Manufacturer narrative:
Corrected data: a2: age at time of event, date of birth: (B)(6) 1994 . B3: date of event: 04-sep-2023 . Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.50/+1.5/082 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. Claim # (B)(4).